Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 10f fast-cath introducer sheath and trio hemostasis cap was received for evaluation. The trio hemostasis cap screwed onto the sheath with no anomalies. The trio hemostasis caps inside diameters were within specifications and no anomalies were noted when a guidewire from current inventory was inserted. No visual anomalies were noted on the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported events of the connector parts broke off remains unknown.

Event description:
During the atrial fibrillation procedure, when the non-abbott catheter (jll electrode catheter) was inserted, resistance was met and it could not be inserted. Upon inspecting the sheath, it was noted that the connector parts had broken off. There was no damage noted on the non-abbott catheter (jll electrode catheter). The introducer was replaced and the procedure was completed with no adverse consequences to the patient.